Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The power module device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device was generally worn out. It was noted that there was a ¿crack, fall or shock, broken¿. It was also noted that the device failed pre-repair diagnostic tests for general condition and lever, information button and self-test, charging and checking of power module in charger, function-test, saw-test, and check indicator - liquid damage. It was noted in the service order ¿product broken¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.